Event description:
Patient presented to ER with chest pain. Initial blood draw tested with triage cardio profiler test elevated results of ckmb 1.3, troponin I (tni) 0.13; retest of same sample gave normal levels of ckmb <1.0; tni <0.05.

Manufacturer narrative:
Complaint investigation pending.